Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock. Patient also reported ¿some adjustments¿ were made after the event; however, the patient could not verify if the intervention was related to the right ventricular (rv) lead or implantable cardioverter defibrillator (ICD). Follow-up with the clinic did not yield clarification regarding this event. The rv lead remains in use. The ICD was explanted and replaced two years after the patient reported date of the event. No further patient complications have been reported as a result of this event.